Event description:
It was reported that on (B)(6) 2023, the hand piece for battery powered driver did not work in reverse. The issue was observed during a weekly equipment audit. There was no patient involvement. This report involves one hand piece for battery powered driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: hxx, gxl. E3: reporter is a j&j employee. H3, h4, h6: the customer reported that the device 05.000.008, hand piece for battery powered driver reverse does not work. The issue was observed during weekly equipment audit. The repair technician reported that the device ran intermittently in fast forward, forward and reverse conditions, contact plate was cracked, wires were discolored, brown residue on the motor and on the barriers. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, shrink tubing, motor/gearhead, cam screw, membrane switch/flex circuit, hand piece for battery and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 03-aug-2023 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 05.000.008 synthes lot: 008107 supplier lot: 008107 release to warehouse date: dec 11, 2021 supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.